Manufacturer narrative:
Date of event: unknown, estimated based on the information available. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced increased urinary incontinence over the last year with his artificial urinary sphincter (aus). It was noticed that the the balloon had migrated out of the abdominal space down to the scrotum. A revision surgery was performed to create a new space to replace the balloon. The aus was functional post procedure. There were no further patient complications.